Manufacturer narrative:
Medical device expiration date: na. The customer's address is unknown: (B)(6) USA has been used as a default. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: a complaint lot history check was performed on lot # 3037271 for incorrect/missing label information. This is the 1st. Related complaint for incorrect/missing label information on lot # 3037271. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that at least 2 bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced no label or missing label information. The following information was provided by the initial reporter: material no. 320122 batch no. 3037271. Consumer reported finding 2 full boxes in a drawer. Not used from exp dates are missing from box. - it is determined from these two boxes the product is expired. Date of event: (B)(6) 2021.